Event description:
During an acl repair procedure the pump "overinfused" and did not alarm. The nurse stated that when the physician started the pump, that the pump went to high speed and that the flow rate display went to maximum, even though the flow rate was set to 'min.' The patient received approximately 2700 cc of fluid. The surgeon discontinued the procedure and the patient was subsequently discharged. The device was removed from service and sent to clinical engineering for analysis. Initial investigation did not reveal any device malfunction. It has not been determined at this time if the device will be returned to the manufacturer.